Event description:
This case was cross referred with (B)(4). (Same patient) this spontaneous case from united states was received on 15-jan-2018 from the patient. This case concerns a (B)(6) female patient who initiated treatment with synvisc one and hydrocodone after a few months underwent knee replacement of the right knee; few days later experienced pain from my knee replacement; after few hours swollen for 7 day/ knee became swollen, knee became very painful, knee became warm; after unknown latency had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas; after 18 days had drained the knee. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: nebivolol hydrochloride (bystolic), dabigatran etexilate (pradaxa), levothyroxine sodium (levothyroxine), ascorbic acid/ calcium/minerals nos/retinol/tocopheryl acetate/vitamin b nos/vitamins nos/zinc (centrum silver) and melatonin. Patient had a history of atrial fibrillation, thyroid disorder and joint stiffness on (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number: 7rsl021 and expiry date: may-2020) in right knee for osteoarthritis knee. On the same day, the patient's knee became very painful, swollen and was very warm to touch. Patient took tylenol the same night but did not touch the pain. Patient also had diarrhea which would go away but kept recurring. On (B)(6) 2017 patient went to the ER where his knee was drained. On (B)(6) 2017, after a latency of few months patient had right knee replacement surgery. She was on hydrocodone for the pain from my knee replacement. On an unknown date in (B)(6) 2017 after an unknown latency patient had pain from my knee replacement. The pain medication typically causes constipation but she had only had diarrhea. Patient went to (B)(6) 2018 and received some pills. On (B)(6) 2018 patient had an ultrasound for gall bladder. Corrective treatment: kaolin/pectin (kaopectate) for had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas; hydrocodone/ acetaminophen for pain from my knee replacement; paracetamol (tylenol) for swollen for 7 day/knee became swollen; paracetamol, ice for knee became very painful and knee became warm; drained knee for drained the knee outcome: recovered for swollen for 7 day/ knee became swollen, knee became very painful, knee became warm; unknown for drained the knee, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas, pain from my knee replacement an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for knee replacement of the right knee; important medical event for knee replacement of the right knee additional information was received on 06-feb-2018 from the patient. Event of device malfunction, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas, knee became very painful, knee became warm and drained the knee were added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated 6-feb-2018. This case concerns a patient who has received synvisc one injection from the recalled lot and later underwent total knee replacement. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Due to lack of information concerning patients medical history, concomitant diseases and medications, complete medical assessment of the case is difficult.

Event description:
This case was cross referred with case: (B)(4) (same patient). This spontaneous case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) years old female patient who initiated treatment with synvisc one and hydrocodone after a few months underwent knee replacement of the right knee; few days later experienced pain from my knee replacement; after unknown latency had diarrhea, swollen for 7 day. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On an unknown date in 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number and expiry date: unknown) in right knee. On (B)(6) 2017, after a latency of few months patient had right knee replacement surgery. She was on hydrocodone for the pain from my knee replacement. The pain medication typically causes constipation but she had only had diarrhea. On an unknown date, after an unknown latency patient's knee was swollen. Corrective treatment: kaolin/pectin (kaopectate) for diarrhea; hydrocodone for pain from my knee replacement; not reported for other events outcome: unknown for all events. Seriousness criteria: required intervention for knee replacement of the right knee pharmacovigilance comment: sanofi company comment dated: (B)(6) 2018: this case concerns a patient who received synvisc one for an unknown indication. Later patient had total knee replacement. The role of the suspect product in the occurrence of the event could not be established from the limited available information. Further information pertaining to patient's underlying codition, patient's medical history and concurrent condition will aid in further case assessment.

Event description:
This case was cross referred with case: (B)(4). (Same patient). This spontaneous case from united states was received on 15-jan-2018 from the patient. This case concerns a 68 years old female patient who initiated treatment with synvisc one and hydrocodone after a few months underwent knee replacement of the right knee; few days later experienced pain from my knee replacement; after few hours swollen for 7 day/ knee became swollen, knee became very painful, knee became warm; after unknown latency had had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/ increased flatus; after 18 days had drained the knee; 68 days alter experienced hypothyroidism and hct high; 96 days later had absolute lymphocyte count decreased and platelet count increased; after unknown latency had limitation of motion. Also, device malfunction was identified for the reported lot number. No previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: nebivolol hydrochloride (bystolic), dabigatran etexilate (pradaxa), levothyroxine sodium (levothyroxine), ascorbic acid/ calcium/minerals nos/retinol/tocopheryl acetate/vitamin b nos/vitamins nos/zinc (centrum silver), melatonin, biotin/cyanocobalamin/folic acid/niacin/pantothenic acid/pyridoxine hydrochloride/riboflavin/thiamine (super b complex), calcium, nebivolol, methylprednisolone acetate (depo-medrol) and triamcinolone acetonide (kenalog). Patient had a history of atrial fibrillation, thyroid disorder, bilateral knee pain, chondromalacia of patella ((B)(6) 2015), osteoarthritis knee ((B)(6) 2014), right medial epicondylitis (B)(6) 2014), tennis elbow (B)(6) -2013), fracture repair, broken right sinus repair surgery, crushed right cheek bone repair surgery, orthopedic surgery of knee, fall, knee crepitus, limited range of motion, mild knee swelling, no ligamentous laxity, joint stiffness, supraventricular tachycardia, patent foramen ovale, hypothyroidism, hypertension, heart murmur, dyslipidemia, depression, atrial septal aneurysm, allergic rhinitis, migraine aura and sinus disorder. The patient had family history of arthritis, cancer, heart disease, gerd, and osteoporosis. Patient had no known drug allergies. Patient was a non-smoker, consumed alcohol on some days; quantity less than 01 and was divorced. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number: 7rsl021 and expiry date: may-2020) in right knee for osteoarthritis knee. The patient tolerated the procedure well. On the same day, the patient's knee became very painful, swollen and was very warm to touch. Patient took tylenol the same night but did not touch the pain. Patient also had diarrhea which would go away but kept recurring. On (B)(6) 2017 patient went to the ER where his knee was drained. Fluid was aspirated and patient tolerated the procedure well. That day, the patient was there for evaluation of left knee pain and swelling following a synvisc injection done a week ago. The patient wanted to be scheduled for a right total knee arthroplasty and she had a few questions she wanted answered. The same day, on physical examination of the left knee revealed a moderate to a large effusion. She had full extension and could only flex to 90 degrees. There was no warmth or erythema. Examination of right knee revealed crepitance with range of motion and pain at extremes of motion. Patient had full extension and could flex to 115 degrees. X ray showed advanced degenerative changes in both knees with bone on bone changes in the patellofemoral joint of the right knee. On (B)(6) 2017, patient had chest x-ray, for preop cardiovascular evaluation, 2 views of the chest, pa and lateral were taken and revealed the lungs were well inflated with no consolidation, pleural effusion, or pneumothorax. The heart was normal in size. Osseous structures were unremarkable. On (B)(6) 2017, after a latency of few months patient had right knee replacement surgery. The patient underwent right total knee arthroplasty, on the day of admission, tolerated the procedure well without intraoperative complications. Postoperatively, the patient was given dvt prophylaxis as well as IV antibiotics. Physical therapy was instituted. The patient progressed well in her hospital stay and by the second postoperative day, the patient was considered stable for dismissal to home with home health assistance. She was on hydrocodone for the pain from my knee replacement. On (B)(6) 2017, the patient went for a follow up of right total knee arthroplasty. She was 2 weeks postop and was doing fairly well. Examination of her right knee revealed her to lack about 5 degrees of full extension. She could flex to about 80 degrees, was getting -4 to 87 degrees in therapy. Her incision looked good without signs or symptoms of infection. Staples were removed that day. She had moderate swelling, as expected. On an unknown date in (B)(6) 2017 after an unknown latency patient had pain from my knee replacement. The pain medication typically causes constipation but she had only had diarrhea. Patient went to (B)(6) 2018 and received some pills. O (B)(6) 2018, 68 days after receiving synvisc, patient experienced hypothyroidism and hct high. On (B)(6) 2018 patient had an ultrasound for gall bladder. That day, the patient visited ER for follow up. She was now about 6 weeks postop and felt like she was doing fairly well. She did have difficulty straightening her knee. Examination of right knee revealed her to still lack about 10 degrees of full extension. She could flex to about 95 degrees and had mild to moderate swelling. On (B)(6) 2018, 96 days after first dose of synvisc one, patient's platelet count was 50810e9/l (high) (reference range 170-422x10e9/l) and lymphocyte count was 0.85x10e9/l (low) (ref range: 1-4x10e9/l ). On (B)(6) 2018, the patient's knee was right knee was manipulated under anesthesia. General anesthetic was induced. The knee was then manipulated into flexion and extension. On (B)(6) 2018, patient visited ER for follow up after ight knee manipulation under anesthesia. She was only 6 days post. Patient got her knee all the way straight and actually fully flexed with her heel to her buttocks but was not able to maintain that. She was concerned that her muscle feels too tight in the front and she was worried she might injure it. The patient was encouraged to work through the pain related to her therapy. It was not enough to just go to the pain but she had to actually really try hard and get her motion back as soon as possible despite the discomfort. Corrective treatment: kaolin/pectin (kaopectate) for had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas; hydrocodone/ acetaminophen for pain from my knee replacement; paracetamol (tylenol) for swollen for 7 day/knee became swollen; paracetamol, ice for knee became very painful and knee became warm; drained knee for drained the knee; not reported for rest outcome: recovered for swollen for 7 day/ knee became swollen, knee became very painful, knee became warm; unknown for limitation of motion, platelet count increased and absolute lymphocyte count decreased, drained the knee, pain from my knee replacement; unknown for hypothyroidism and hct high, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/increased flatus a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for knee replacement of the right knee; important medical event for knee replacement of the right knee additional information was received on 06-feb-2018 from the patient. Event of device malfunction, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas, knee became very painful, knee became warm and drained the knee were added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Follow up information was received on 01-mar-2018. Global ptc number was added. Clinical course updated. Text was amended accordingly. Additional information was received on 09-mar-2018. Additional events of limitation of motion, platelet count increased and absolute lymphocyte count decreased were added. Medical history, concurrent conditions and concomitant medications added. Clinical course was updated and text was amended accordingly. Additional information was received on 30-apr-2018 from healthcare professional. Medical history and concomitant medications added. Additional event of hypothyroidism and hct high were added with details. Event term was updated for the event of had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas to had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/increased flatus. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated: 30-apr-2018: the follow-up information doesnot alter the overall case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later underwent total knee replacement. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Due to lack of information concerning patients medical history, concomitant diseases and medications, complete medical assessment of the case is difficult.

Event description:
Knee replacement of the right knee [total knee replacement] device malfunction [device malfunction] melena [melena] gastrointestinal hemorrhage/ unspecified gastrointestinal hemorrhage type [gastrointestinal hemorrhage] ([stool black]) had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/increased flatus [gastrointestinal disorder] ([diarrhoea]) pain from my knee replacement [postoperative pain] limitation of motion [joint range of motion decreased] platelet count increased [platelet count increased] absolute lymphocyte count decreased [absolute lymphocyte count decreased] hct high [hematocrit increased] leg swelling [swelling of legs] hypothyroidism [hypothyroidism] ([fatigue]) swollen for 7 day/knee became swollen/left knee swelling [swelling of r knee] knee became very painful [knee pain] knee became warm [joint warmth] drained the knee [effusion (l) knee] . Case narrative: based on the information received 30-jul-2018, the case become medically confirmed. This case was cross referred with case: (B)(4). This spontaneous case from united states was received on 15-jan-2018 from the patient. This case concerns a 68 years old female patient who initiated treatment with synvisc one and hydrocodone after a few months underwent knee replacement of the right knee; few days later experienced pain from my knee replacement; after few hours swollen for 7 day/knee became swollen, knee became very painful, knee became warm; after unknown latency had had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/increased flatus; after 15 days leg swelling and gastrointestinal hemorrhage/ unspecified gastrointestinal hemorrhage type; after 18 days had drained the knee; 68 days alter experienced hypothyroidism and hct high; 96 days later had absolute lymphocyte count decreased and platelet count increased; after unknown latency had limitation of motion and had melena. Also, device malfunction was identified for the reported lot number. No previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: nebivolol hydrochloride (bystolic), dabigatran etexilate (pradaxa), levothyroxine sodium (levothyroxine), ascorbic acid/ calcium/minerals nos/retinol/tocopheryl acetate/vitamin b nos/vitamins nos/zinc (centrum silver), melatonin, biotin/cyanocobalamin/folic acid/niacin/pantothenic acid/pyridoxine hydrochloride/riboflavin/thiamine (super b complex), calcium, nebivolol, methylprednisolone acetate (depo-medrol) and triamcinolone acetonide (kenalog). Patient had a history of atrial fibrillation, thyroid disorder, bilateral knee pain, chondromalacia of patella (B)(6) 2015), osteoarthritis knee (B)(6) 2014), right medial epicondylitis (B)(6) 2014), tennis elbow (B)(6) 2013), fracture repair, broken right sinus repair surgery, crushed right cheek bone repair surgery, orthopedic surgery of knee, fall, knee crepitus, limited range of motion, mild knee swelling, no ligamentous laxity, joint stiffness, supraventricular tachycardia, patent foramen ovale, hypothyroidism, hypertension, heart murmur, dyslipidemia, depression, atrial septal aneurysm, allergic rhinitis, migraine aura and sinus disorder. The patient had family history of arthritis, cancer, heart disease, gerd, and osteoporosis. Patient had no known drug allergies. Patient was a non-smoker, consumed alcohol on some days; quantity less than 01 and was divorced. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number: 7rsl021 and expiry date: may-2020) in right knee for osteoarthritis knee. The patient tolerated the procedure well. On the same day, the patient's knee became very painful, swollen and was very warm to touch. Patient took tylenol the same night but did not touch the pain. Patient also had diarrhea which would go away but kept recurring. On (B)(6) 2017, patient experienced gastrointestinal hemorrhage/ unspecified gastrointestinal hemorrhage type and leg swelling. On the same day, he also experienced stool color black and melena. On (B)(6) 2017 patient went to the ER where his knee was drained. Fluid was aspirated and patient tolerated the procedure well. That day, the patient was there for evaluation of left knee pain and swelling following a synvisc injection done a week ago. The patient wanted to be scheduled for a right total knee arthroplasty and she had a few questions she wanted answered. The same day, on physical examination of the left knee revealed a moderate to a large effusion. She had full extension and could only flex to 90 degrees. There was no warmth or erythema. Examination of right knee revealed crepitance with range of motion and pain at extremes of motion. Patient had full extension and could flex to 115 degrees. X ray showed advanced degenerative changes in both knees with bone on bone changes in the patellofemoral joint of the right knee. On 28-nov-2017, patient had chest x-ray, for preop cardiovascular evaluation, 2 views of the chest, pa and lateral were taken and revealed the lungs were well inflated with no consolidation, pleural effusion, or pneumothorax. The heart was normal in size. Osseous structures were unremarkable. On (B)(6) 2017, after a latency of few months patient had right knee replacement surgery. The patient underwent right total knee arthroplasty, on the day of admission, tolerated the procedure well without intraoperative complications. Postoperatively, the patient was given dvt prophylaxis as well as IV antibiotics. Physical therapy was instituted. The patient progressed well in her hospital stay and by the second postoperative day, the patient was considered stable for dismissal to home with home health assistance. She was on hydrocodone for the pain from my knee replacement. On (B)(6) 2017, the patient went for a follow up of right total knee arthroplasty. She was 2 weeks postop and was doing fairly well. Examination of her right knee revealed her to lack about 5 degrees of full extension. She could flex to about 80 degrees, was getting -4 to 87 degrees in therapy. Her incision looked good without signs or symptoms of infection. Staples were removed that day. She had moderate swelling, as expected. On an unknown date in (B)(6) 2017 after an unknown latency patient had pain from my knee replacement. The pain medication typically causes constipation but she had only had diarrhea. Patient went to (B)(6) 2018 and received some pills. O (B)(6) 2018, 68 days after receiving synvisc, patient experienced hypothyroidism and hct high. On (B)(6) 2018 patient had an ultrasound for gall bladder. That day, the patient visited ER for follow up. She was now about 6 weeks postop and felt like she was doing fairly well. She did have difficulty straightening her knee. Examination of right knee revealed her to still lack about 10 degrees of full extension. She could flex to about 95 degrees and had mild to moderate swelling. On (B)(6) 2018, 96 days after first dose of synvisc one, patient's platelet count was 50810e9/l (high) (reference range 170-422x10e9/l) and lymphocyte count was 0.85x10e9/l (low) (ref range: 1-4x10e9/l ). On (B)(6) 2018, the patient's knee was right knee was manipulated under anesthesia. General anesthetic was induced. The knee was then manipulated into flexion and extension. On (B)(6) 2018, patient visited ER for follow up after ight knee manipulation under anesthesia. She was only 6 days post. Patient got her knee all the way straight and actually fully flexed with her heel to her buttocks but was not able to maintain that. She was concerned that her muscle feels too tight in the front and she was worried she might injure it. The patient was encouraged to work through the pain related to her therapy. It was not enough to just go to the pain but she had to actually really try hard and get her motion back as soon as possible despite the discomfort. Corrective treatment: kaolin/pectin (kaopectate) for had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas; hydrocodone/ acetaminophen for pain from my knee replacement; paracetamol (tylenol) for swollen for 7 day/knee became swollen; paracetamol, ice for knee became very painful and knee became warm; drained knee for drained the knee; not reported for rest outcome: recovered for knee became very painful, knee became warm; unknown for limitation of motion, platelet count increased and absolute lymphocyte count decreased, drained the knee, pain from my knee replacement, gastrointestinal hemorrhage/ unspecified gastrointestinal hemorrhage type and leg swelling; unknown for hypothyroidism and hct high, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/increased flatus; not recovered for for swollen for 7 day/ knee became swollen/ left knee swelling. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: 7rsp015, global ptc number: (B)(4).the production and quality control documentation for lot number 7rsp015 expiration date (30-sep-2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number: 7rsp015 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The review had not indicated any safety issue. As of (B)(6) 2018 there were 10 complaints on file for lot number 7rsp015 and all related sublots: 1 complaint is on file for lot number 7rsp015a: (1) adverse event report and 9 complaints were on file for lot number 7rsp015: (7) adverse event reports and (2) leakage. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product complaint handling" to determine if a CAPA was required. Seriousness criteria: required intervention for knee replacement of the right knee; important medical event for knee replacement of the right knee. Additional information was received on 06-feb-2018 from the patient. Event of device malfunction, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas, knee became very painful, knee became warm and drained the knee were added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Follow up information was received on 01-mar-2018. Global ptc number was added. Clinical course updated. Text was amended accordingly. Additional information was received on 09-mar-2018. Additional events of limitation of motion, platelet count increased and absolute lymphocyte count decreased were added. Medical history, concurrent conditions and concomitant medications added. Clinical course was updated and text was amended accordingly. Additional information was received on 30-apr-2018 from healthcare professional. Medical history and concomitant medications added. Additional event of hypothyroidism and hct high were added with details. Event term was updated for the event of had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas to had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas/increased flatus. Clinical course updated and text amended accordingly. Additional information was received on 30-jul2018 from healthcare professional. Medical history and family history was added. Events of leg swelling, melena and gastrointestinal hemorrhage/ unspecified gastrointestinal hemorrhage type were added. Verbatim of swollen for 7 day/knee became swollen was updated to swollen for 7 day/knee became swollen/left knee swelling. Outcome for 7 day/knee became swollen/left knee swelling was updated to not recovered from recovered. Clinical course updated. Text amended accordingly.

Event description:
This case was cross referred with case: (B)(4). (Same patient) this spontaneous case from united states was received from the patient. This case concerns a 68 years old female patient who initiated treatment with synvisc one and hydrocodone after a few months underwent knee replacement of the right knee; few days later experienced pain from my knee replacement; after few hours swollen for 7 day/ knee became swollen, knee became very painful, knee became warm; after unknown latency had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas; after 18 days had drained the knee, 96 days later had absolute lymphocyte count decreased and platelet count increased; after unknown latency had limitation of motion. Also, device malfunction was identified for the reported lot number. No previous medications, concomitant medications and concurrent conditions were reported. Concomitant medications included: nebivolol hydrochloride (bystolic), dabigatran etexilate (pradaxa), levothyroxine sodium (levothyroxine), ascorbic acid/ calcium/minerals nos/retinol/tocopheryl acetate/vitamin b nos/vitamins nos/zinc (centrum silver), melatonin, biotin/cyanocobalamin/folic acid/niacin/pantothenic acid/pyridoxine hydrochloride/riboflavin/thiamine (super b complex) and calcium. Patient had a history of atrial fibrillation, thyroid disorder, bilateral knee pain, chondromalacia of patella ((B)(6) 2015), osteoarthritis knee ((B)(6) 2014), right medial epicondylitis ((B)(6) 2014), tennis elbow ((B)(6) 2013), fracture repair, broken right sinus repair surgery, crushed right cheek bone repair surgery, orthopedic surgery of knee, fall, knee crepitus, limited range of motion, mild knee swelling, no ligamentous laxity and joint stiffness. The patient had family history of arthritis, cancer, heart disease and osteoporosis. Patient had no known drug allergies. Patient was a non-smoker, consumed alcohol on some days; quantity less than 01 and was divorced. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection once (dose and indication: not provided; batch/ lot number: 7rsl021 and expiry date: may-2020) in right knee for osteoarthritis knee. The patient tolerated the procedure well. On the same day, the patient's knee became very painful, swollen and was very warm to touch. Patient took tylenol the same night but did not touch the pain. Patient also had diarrhea which would go away but kept recurring. On (B)(6) 2017 patient went to the ER where his knee was drained. Fluid was aspirated and patient tolerated the procedure well. That day, the patient was there for evaluation of left knee pain and swelling following a synvisc injection done a week ago. The patient wanted to be scheduled for a right total knee arthroplasty and she had a few questions she wanted answered. The same day, on physical examination of the left knee revealed a moderate to a large effusion. She had full extension and could only flex to 90 degrees. There was no warmth or erythema. Examination of right knee revealed crepitance with range of motion and pain at extremes of motion. Patient had full extension and could flex to 115 degrees. X ray showed advanced degenerative changes in both knees with bone on bone changes in the patellofemoral joint of the right knee. On (B)(6) 2017, patient had chest x-ray, for preop cardiovascular evaluation, 2 views of the chest, pa and lateral were taken and revealed the lungs were well inflated with no consolidation, pleural effusion, or pneumothorax. The heart was normal in size. Osseous structures were unremarkable. On (B)(6) 2017, after a latency of few months patient had right knee replacement surgery. The patient underwent right total knee arthroplasty, on the day of admission, tolerated the procedure well without intraoperative complications. Postoperatively, the patient was given dvt prophylaxis as well as IV antibiotics. Physical therapy was instituted. The patient progressed well in her hospital stay and by the second postoperative day, the patient was considered stable for dismissal to home with home health assistance. She was on hydrocodone for the pain from my knee replacement. On (B)(6) 2017, the patient went for a follow up of right total knee arthroplasty. She was 2 weeks postop and was doing fairly well. Examination of her right knee revealed her to lack about 5 degrees of full extension. She could flex to about 80 degrees, was getting -4 to 87 degrees in therapy. Her incision looked good without signs or symptoms of infection. Staples were removed that day. She had moderate swelling, as expected. On an unknown date in dec-2017 after an unknown latency patient had pain from my knee replacement. The pain medication typically causes constipation but she had only had diarrhea. Patient went to (B)(6) 2018 and received some pills. On (B)(6) 2018 patient had an ultrasound for gall bladder. That day, the patient visited ER for follow up. She was now about 6 weeks postop and felt like she was doing fairly well. She did have difficulty straightening her knee. Examination of right knee revealed her to still lack about 10 degrees of full extension. She could flex to about 95 degrees and had mild to moderate swelling. On (B)(6) 2018, 96 days after first dose of synvisc one, patient's platelet count was 50810e9/l (high) (reference range 170-422x10e9/l) and lymphocyte count was 0.85x10e9/l (low) (ref range: 1- 4x10e9/l ). On (B)(6) 2018, the patient's knee was right knee was manipulated under anesthesia. General anesthetic was induced. The knee was then manipulated into flexion and extension. On (B)(6) 2018, patient visited ER for follow up after right knee manipulation under anesthesia. She was only 6 days post. Patient got her knee all the way straight and actually fully flexed with her heel to her buttocks but was not able to maintain that. She was concerned that her muscle feels too tight in the front and she was worried she might injure it. The patient was encouraged to work through the pain related to her therapy. It was not enough to just go to the pain but she had to actually really try hard and get her motion back as soon as possible despite the discomfort. Corrective treatment: kaolin/pectin (kaopectate) for had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas; hydrocodone/ acetaminophen for pain from my knee replacement; paracetamol (tylenol) for swollen for 7 day/knee became swollen; paracetamol, ice for knee became very painful and knee became warm; drained knee for drained the knee; not reported for rest outcome: recovered for swollen for 7 day/ knee became swollen, knee became very painful, knee became warm; unknown for limitation of motion, platelet count increased and absolute lymphocyte count decreased, drained the knee, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas, pain from my knee replacement a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: required intervention for knee replacement of the right knee; important medical event for knee replacement of the right knee. Additional information was received on 06-feb-2018 from the patient. Event of device malfunction, had diarrhea on and off the whole time/am on a roller coaster of diarrhea and constipation/have had a lot of gas, knee became very painful, knee became warm and drained the knee were added. Medical history and concomitant medications were added. Clinical course was updated and text amended accordingly. Follow up information was received on 01-mar-2018. Global ptc number was added. Clinical course updated. Text was amended accordingly. Additional information was received on 09-mar-2018. Additional events of limitation of motion, platelet count increased and absolute lymphocyte count decreased were added. Medical history, concurrent conditions and concomitant medications added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company follow up comment dated: 09-mar-2018: the follow-up information does not alter the overall case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later underwent total knee replacement. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Due to lack of information concerning patients medical history, concomitant diseases and medications, complete medical assessment of the case is difficult.